Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer (b5/event description).

Event description:
The event occurred during preparation for use and the procedure was completed with a similar device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (missing light guide connector part) was confirmed. In addition, the lens was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus field service engineer (fse) reported there was a missing light guide connector part on a telescope, 5.4 mm, 30°, autoclavable. The event occurred during receipt inspection. There was no patient harm associated with the event.